Event description:
The complainant reported that a patient (age and gender unk) underwent a therapeutic percutaneous nephrolithotomy in 2007. The balloon of the urinary tract occlusion balloon catheter was noted to have ruptured during the procedure. The device was removed intact. No component of the balloon detached within the patient anatomy. The patient did not sustain any reported complications or adverse effect as a result of this issue. The patient condition is reported as 'good.'

Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation;therefore, we are not able to determine the relationship between this device and the cause for this event.